Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed circuit board assembly (pcba). The pcba was replaced to fix the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while testing the alarm button, found that the light for the line set would not illuminate. Checked to see if it would alarm after removing line set, and although water flow does stop when removed, it does not alarm. The event occurred during routine preventive maintenance inspection. There was no patient involvement.